Manufacturer narrative:
Evaluation summary: the monarch cartridge was not returned or identified. Only the empty lens case was returned in the lens carton (associated product). Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. A root cause for the reported edge damage could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during insertion of the intraocular lens (iol), the lens was scratched along the edge from the cartridge that¿s dragging the lens as it¿s delivered out. The lens remains implanted. The surgeon indicated that the scratches/ scuff marks ¿are not visually significant¿. Additional information has been requested.